Event description:
This is a port access kit issue. After accessing patient's port, I peeled the backing off the sterile dressing and there was very odd-looking white matter on the side of the dressing that would go over the port and onto the patient's skin. I opened a new port kit and obtained a new dressing for this patient. However, the other items from this kit were used on this patient, but all looked as they should except for this dressing. No harm to patient.